Event description:
Philips received a complaint from the customer on the v60 indicating that the device's power switch will not power off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that power button will not power unit on or off. The overlay leds are working properly unit showing charging but will not power on. Customer is requesting part number and price for replacement front panel overlay. The rse provided parts ID for the power switch overlay assembly. The customer replaced the power switch overlay assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.